Event description:
Related manufacturer reference number: 3006705815-2022-00385. It was reported that one of the patient's leads had migrated. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced. It is unknow which lead is left so both leads are reported. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00385.